Event description:
It was reported that on (B)(6) 2026, the patient underwent bha for fracture with a cement gun. When the surgeon set syringe on the gun in question after mixing vacumix in question, it was noticed that the cement was attached to the part to extrude syringe. The surgery was completed successfully within 30 minutes surgical delay with another cement gun and vacumix.

Manufacturer narrative:
Product complaint(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. G4: device is not distributed in the united states but is similar to device marketed in the USA.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information received, ¿it was reported that on (B)(6) 2026, the patient underwent bha for fracture with a cement gun. When the surgeon set syringe on the gun in question after mixing vacumix in question, it was noticed that the cement was attached to the part to extrude syringe. The surgery was completed successfully within 30 minutes surgical delay with another cement gun and vacumix. No further information is available¿ the vmp endurance 80g was not returned to depuy synthes, however photos were provided for review. See attachment "photo_pc-002075681_kyoto okamoto memorial hospital(jo202610034)". Review of the photographic evidence revealed the presence of material consistent with hardened bone cement adhered to the distal section of the plunger. Based on the investigation findings, no defect was identified with the vmp endurance 80g. Additionally, the available information was reviewed and it was determined that there is no allegation of deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of the vmp endurance 80g after it was released for distribution. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. Added: b5 corrected: h6 (impact code and device problem code)

Event description:
.Additional information reported: was there any adverse consequence to the patient relevant to this event? If yes, please kindly provide details. No, there were no adverse consequence for the patient.